Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the dermacarrier was stuck and the comb was damaged. The comb and bottom roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the plastic was stuck in the mesher and the handle fell apart, keeping the mesher ratchet handle from ratcheting. It is unknown whether harm to a patient or delay to a procedure occurred. Due diligence is complete and there is no additional information available. During device evaluation the derma carrier was stuck and the comb was damaged.